Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The pt experienced peritonitis manifested by cloudy effluent and was hospitalized for the event. The pt was treated with unspecified antibiotics. Two days later, the pt was discharged. At the time of this report, the pt was still going to the hospital every 3 days to be checked and the last time the effluent was tested, it was all clear. The break in aseptic technique was further described as the pt did not wear mask while performing pd therapy. On an unspecified date, the pt received re-training in proper aseptic procedures for pd therapy. At the time of this report, pd therapy was ongoing and the pt was recovering. Additional information was requested but is not available.